Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.

Event description:
The customer complained of discrepant inr results for 3 patients from coaguchek xs meter serial number (B)(4) compared to the laboratory with dade innovin. For patient 1 at 10:59 am, the result from the meter was 5.5 inr and the result from the laboratory was 3.5 inr. For patient 2 at 03:15 pm, the result from the meter was 5.2 inr and the result from the laboratory was 3.7 inr. The patient was a (B)(6) -year-old female with a date of birth of (B)(6) and weighed (B)(6). For patient 3 on (B)(6) 2018, the result from the meter was 5.8 inr and the result from the laboratory was 4.4 inr. The specific time of the testing was not provided. It was only stated that the laboratory collection was within minutes of the meter testing. For patient 3 on (B)(6) 2018 at 08:20 am, the result from the meter was 6.1 inr and the result from the laboratory was 3.6 inr. The patient was a (B)(6) -year-old female with a date of birth of (B)(6) and weighed (B)(6). There was no allegation of an adverse event. The returned strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 45%, donor 2 hct: 50%. Results: vial: 00091471, donor 1: retention meter with masterlot strips: 2.3 inr, retention meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.0 inr, retention meter with customer strips: 2.0 inr. Vial: 00130974. Donor 1: retention meter with masterlot strips: 2.3 inr, retention meter with customer strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.0 inr, retention meter with customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 297790) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.